Manufacturer narrative:
The reported event on the autopulse platform (sn (B)(4)) displayed user advisory (ua) 17 (max motor on time exceeded) was confirmed on archive data review. The drive train motor brake gap was out of specification and unable to be adjusted due to loose screws that was holding the brake hub to the shaft due to the age of the platform and lack of preventive maintenance. Therefore, a replacement of the drive train motor is needed to remedy the fault. During functional testing, the platform performed few compressions and displayed system error 139 (unable to hold compression position) which is not related to the reported event. This is due to the drive train motor brake gap was out of specification as well. Upon customer approval the drive train will be replaced and the device will be further tested to full specification. The autopulse platform is a reusable device and was manufactured on 28 apr 2011. It has exceeded its expected service life of 5 years. The platform is 7 years old and has not seen regular preventive maintenance. Historical complaints were reviewed for service information related to the reported complaint and there was no previous history of complaint reported for autopulse with serial number (B)(4).

Event description:
During patient use, the autopulse platform (sn (B)(4)) displayed user advisory (ua) 17 (max motor on time exceeded). The user was unable to clear the error. No known impact or consequence to patient reported.